Manufacturer narrative:
Retainer = black. The insulin pump was returned for insulin pump error 23 alarm, and unresponsive keypad buttons on event date (B)(6) 2021.device passed the displacement test and self-test. The history was download successfully using thus software. No damage in the keypad assembly noted. J1 connector on electrical board 1 was inspected and properly connected. Device passed the keypad voltage test. However, the long trace history file confirm stuck keypad error/insulin pump error 61 alarm on (B)(6) 2021 17:49:99. No physical damage noted during visual inspection. Unable to verify frozen display due to keypad unresponsive. Device received with fading serial number label. The device p-cap / test reservoir locks in place properly. Device was not confirmed for unresponsive keypad or insulin pump error 23 alarm. However, the long trace history file confirm stuck keypad error/ insulin pump error 61 alarm on (B)(6) 2021 17:49:000. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and customer also reported keypad anomaly. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.